Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The mobile power unit (serial number (B)(6)) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file (B)(6) contained data spanning approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2021 from 20:55:59 to 20:56:44 and then continued intermittently from 20:56:45 to 20:59:35. During this time, there were power cable disconnect alarms, low voltage hazard alarms, and no external power alarms active and the bus voltage as well as the rsoc voltage in both power cables dropped below the minimum voltage threshold. The system controller backup battery was in use and was able to maintain a speed above the low speed limit. Pump function was not affected. The alarms resolved when external power was restored to the mpu. Multiple attempts were made to obtain additional information about the reported event such as if any products are going to return to abbott, serial number of the mobile power unit, if the mobile power unit had a v-lock connector on the ac power cord; however, no response was given. The root cause of the reported event of a no external power alarm was determined to be a loss of power at the patient¿s home. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(6) was shipped from abbott on 08nov2018. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a no external power event on (B)(6) 2021 at 20:00 due to a power outage. The log file captured several no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted.